Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0v. A review of the downloaded data log did not confirm the reported event of bluetooth connection between transmitter and g5 mobile app issue. A root cause could not be determined.

Manufacturer narrative:
(B)(4)